Event description:
During the pta treatment procedure, difficulty was encountered deflating the sasuga balloon dilatation catheter. The device was advanced to the target lesion and successfully inflated/deflated two times. Following the third inflation, balloon deflation took approx 20 seconds to complete. During device removal, resistance was encountered withdrawing the catheter through the sheath. The device was successfully removed and a new balloon catheter was used to complete the procedure. No patient injuries or complications were reported. The patient's status was reported as 'good'.